Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the patient's spouse reported that the patient had just gotten got a new battery for their implant today because the previous battery had died pretty quickly so the patient had it replaced with a rechargeable implant and they had questions about the patient's new recharger, communicator, and handset. Caller stated that the ins battery hadn't been entirely depleted but noted it was close to it and that it they were made aware the battery was low probably a month or two months ago. Caller stated when the patient's most recent implant from (B)(6) 2025 died, the patient would also replace that one with a rechargeable ins as well because the patient needed a rechargeable implant from now on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Manufacturing representative reported that patient was having battery changes frequently due to high settings. Manufacturing representative reported that patient switched to a rechargeable battery.